Manufacturer narrative:
Additional information was received which indicated that the patient had arteriosclerosis obliterans. Following valve implant, the incision was closed surgically. Angiography of the left lower extremity revealed no blood flow. A dissection of the left common femoral artery was considered. Following stent placement, the blood flow was restored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record was not required as the product event does not indicate a potential manufacturing issue. Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was calcification at the puncture site which necessitated a cut down to allow access and also that the vessel diameter was ¿as narrow as 5 mm or less¿. Per the instructions for use, patients must present with transarterial access vessels of >5mm for use with enveor- l device. This indicates that the probable cause of the advancement difficulties was patient anatomy. Advancement difficulties do not typically indicate a device issue. Vascular access related complications are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a vessel diameter as narrow as 5 mm or less in both legs, a cut-down was performed due to calcification at the puncture site. A pre-implant balloon aortic valvuloplasty (bav) was performed and the in-line sheath was advanced, however resistance was encountered due to calcification. The delivery catheter system (dcs) was advanced while applying torque. The valve was successfully implanted. After the dcs was removed, an angiography revealed a dissection at the access site where the sheath was inserted and a stent was placed. No additional adverse patient effects were reported.